Event description:
It was repoted that during a lap subtotal gastrectomy procedure, the blade couldn't pass self test. Then the doctor changed to use electro-cautery to complete the or. No patient consequence.